Event description:
Stryker was performing preventative maintenance on a customer's device and observed that the device is not completing the boot up process. The device is locking up at the self test screen. As a result, defibrillation therapy may be unavailable, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the device's system pcb assembly was failed. A replacement for this part is no longer available. Stryker further evaluated the device's system pcb assembly and determined that the cause of the reported issue was due to an inoperative single board computer. The device was scrapped by stryker.